Event description:
It was reported that biomed was did a calibration and the arctic sun device failed for an error 80 (water check time out - unable to reach calibration temperature) , expected 6 actual 31. They were goes to run a functional check so they can identify the root cause of the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed was doing a calibration and the device failed for an error 80, expected 6 actual 31, device wasn't cooling and suspect the mixing pump has failed, the device is also due for the 2000 hour pm. Per follow up information received via phone on 05jan2024, no patient involved and sample received. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device unit was primed to fill. The device went through the pm program.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed a sit was noted that a test mixing pump was needed during decon to cool. The mixing pump was serviced. Unit was primed to fill. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Biomed is doing a calibration and the device failed for an error 80, expected 6 actual 31, device wasn't cooling and suspect the mixing pump has failed, the device is also due for the 2000 hour pm. Per follow up information received via phone on 05jan2024, no patient involved and sample received. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device unit was primed to fill. The device went through the pm program.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed a sit was noted that a test mixing pump was needed during decon to cool. The mixing pump was serviced. Unit was primed to fill. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.